Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience sierra stent referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, de novo lesion in the left anterior descending (lad) artery. After a rotablation procedure, a 3x28mm xience sierra drug eluting stents (des) was implanted, after which a perforation occurred at the edge of the stent. A 3.5x19mm rx graftmaster covered stent failed to cross due to anatomy and the shaft of the delivery system separated into 2 pieces. A 2.8x26mm rx graftmaster was used to successfully complete the procedure and seal the perforation. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.